Manufacturer narrative:
Zimmer biomet complaint (B)(4). Foreign source: germany. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a procedure that one screw from a 4-pack was inserted with a cordless screwdriver as the 31st of a total of 32 screws. The screw fractured off before it could be fully countersunk into the sternum. The screw head fractured leaving the threaded part in the patient's sternum. The other three (3) screws of this 4-pack were previously used with the patient with no issues. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A visual inspection was conducted on the returned screw. The screw shows signs of attempted using including marking on the screw head and shaft. The screw shaft has fractured. The complaint is confirmed. A determination cannot be made as to what caused the screw to fracture. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted to update additional information in section b4, b5, d4, g3, g6, h2, h3, h4, h6 and h10.

Event description:
No further event information is available at the time of this report.